Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage at electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone critical pump error image on the insulin pump screen. Troubleshooting was performed. Customer's blood glucose was unknown. Customer was stated getting a beeping on the insulin pump with a picture of a insulin pump on the screen the customer was advised to revert back up plan. The insulin pump will be returned for analysis.